Event description:
It was reported overflow of the injected drug. Occurred during injection of contrast medium. (Xenetix 350mg/ml) for diagnostic CT abdomen procedure, after 5 minutes the patient complains of pain. At the checkup, there is overflow of the injected drug neat the axillary cavity which created swelling.

Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.